Manufacturer narrative:
The returned device did not have telemetry when it was received due to battery being depleted to end of life (eol) level. Device was cut open and high current drain was noted, and the high current was isolated to eprom (u8) chip. A read/write test was performed and it failed to write data to the eprom. This suggested that u8 component was defective and most likely the cause for high current drain.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the device was unable to be interrogated on several attempts. The device was explanted and replaced. The patient was in stable condition following the procedure.